Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right upper lung cancer radical surgery procedure, the jaws of the device got caught on tissue. There was no patient injury.